Event description:
Healthcare professional reported that approx 2 months post implant the pt was diagnosed with vegetation that was impinging the valve in the open position. The valve was replaced with a st. Jude valve. During implant of the st. Jude valve the surgeon encountered difficulties with the sizing. The pt expired the next day.